Manufacturer narrative:
Evaluation summary: post market vigilance let an evaluation of one device. No failure or ncr that may relate to the reported conditions have been noted. The visual examination of the returned sample shows that the sample was returned in its original packaging, except the blister. Mesh dimensions, collagen film, and textile knitting pattern were found as expected. The mesh is contaminated by blood and stretched at the opposite side of the seam .the whole seam is torn ¿yarn broken at different locations- except the 2 extremities of the seam (barring stitch). The root cause of the hole in the seam is the rupture of the green yarn. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: 8mm intuitive trocar was used. Split was about 3cm.

Event description:
According to the reporter, during a laparoscopic robotic left inguinal hernia repair, the mesh was damaged and was split at the seam during mesh implantation. Another device was used. Suture and dermabond were used to close the wound after the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.